Manufacturer narrative:
(B)(4): the lot was manufactured from may 1, 2015 to may 4, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 308 ml of fluorouracil and saline. The infusion was expected to take 46 hours. However, it was reported that the device only delivered 104 ml after 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.